Manufacturer narrative:
E1: initial reporter facility name: (B)(6)hospital

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the stent was implanted and apposed, the shaft of the opticross cathter was fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath was kinked. No issues were found related to sheath detachment. Based on the evidence, the as reported code of sheat detached is not confirmed. The sheath kinked could not have contributed to the event.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the stent was implanted and apposed, the shaft of the opticross cathter was fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported.